Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(6) has been completed. The reported problem (damaged case) has been confirmed. The monitor was received with the case separated and the end cap loose, and the white wire was unplugged from j107 on the ca board. This severed communication between the ca board and the auxiliary board and caused the modem deficiency (considering the modem could no longer communicate with the monitor). No adverse event resulted from the unplugged wire. The pt received a replacement monitor and electrode belt.

Event description:
A (B)(6) female pt's sister contacted zoll customer support to report that the top of the pt's monitor came off. The pt was issued a replacement monitor.